Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had multiple episodes of diabetic ketoacidosis with a blood glucose reading of 500 mg/dl. The customer had experienced all symptoms of high blood glucose except vomiting. The customer and treated with manual injection. Customer's blood glucose value was 291 mg/dl at the time of call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer was assisted troubleshooting for high readings. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.